Manufacturer narrative:
The revive will not be returned; therefore the device relationship to the patient's injury cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral artery stenosis is a known potential adverse event associated with the use of intracranial interventional devices and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that patient and procedural issues may have contributed to the reported events.

Manufacturer narrative:
Additional follow up is being conducted with the study investigator. Additional information will be submitted within 30 days. No conclusions are made at this time. (B)(4).

Event description:
From the re-act study, a notification was sent that the adverse event form on (B)(6) 2015 for center 2, patient (B)(6) was updated. The adverse event form mentioned a tight stenosis in the left middle cerebral artery m1 segment during thrombectomy of a clot with a revive se thrombectomy device ((B)(4)). The stenosis reportedly resolved without sequelae. The patient initially presented with a stroke with an mrs score of 4. The clot was 2mm long with a tici 2b score. Intravenous thrombolytic agents were not administered because they were contraindicated for the patient. The catheters (details unknown) placed in the patient were guided to the target site by a 0.14 inch guidewire (details unknown.) A balloon catheter (details unknown) was also used in the case. After 2 passes of the revive se, the score remained tici 2b. At the end of the procedure the final score was tici 3 although it was not mentioned how the procedure was continued. During the procedure the device was advanced and retrieved entirely through a catheter. The device was discarded and not available for return. An imaging examination was performed 24 hours after the procedure with no intracerebral hemorrhage. The patient was discharged 11 days after the procedure to a rehabilitation facility with an mrs score of 1. The nihss score was 0. At 90 days, the patient's mrs score was 2 and nihss score was 2. There was no serious adverse event at this time.